Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had hardware low level failure. The customer¿s blood glucose level was 430 mg/dl. Customer's other blood glucose was 310 mg/dl. Customer was able to clear the alarm and able to rewind the pump. Customer was assisted with self test and it was not pass. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test, displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test.hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that auto mode feature on insulin pump was not active at the time of event.